Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra d4: model #:mc1avr1-delsys /  serial#: (B)(6) d9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient passed away during implant procedure of leadless ipg system. It was noted during implant the leadless ipg was deployed after three attempts. High thresholds were noted once device placed on the third attempt. Leaking of contrast was then noted. It was commented by the physician that during second deployment attempt the delivery system has slipped which may have contributed to cardiac perforation and cardiac tamponade.  Patient became hypotensive. Cardiopulmonary resuscitation (CPR) measures was carried out along with cardiac massage and pacing to help stabilise the patient. A pericardiocentesis was done to drain pericardial effusion and the device was explanted from the patient. However patient could not be stabilised and passed away.